Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that the pump just quit giving insulin. So they went to change it out and the blood glucose was over 600mg/dl. The customer reported that one was bent. The customer stated she gave a manual injection and wants to know how to input those units into the pump. Patient's current blood glucose was over 600 mg/dl. The customer was feeling shaky. The customer declined to continue troubleshooting stating she is at work. Previously blood glucose was over 500mg/dl and there was bent cannula. The customer also reported issue with product not adhering. The insulin pump will not be returned for analysis.